Manufacturer narrative:
The manufacturing file of the catheter passer has been reviewed and no discrepancies were found in terms of geometrical and mechanical properties. Functional tests have been performed and reveal non-conformity. The analysis performed by our quality control department did not confirm the lack of rigidity suspected in the catheter passer.

Event description:
The physician was implanting a vp shunt valve on a patient and found the tunneler very flimsy and difficult to control it while tunneling. He felt he almost caused harm to a patient while tunneling in the subclavian area and the abdomen. No consequence for the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The physician was implanting a vp shunt valve on a patient and found the tunneler very flimsy and difficult to control it while tunneling. He felt he almost caused harm to a patient while tunneling in the subclavian area and the abdomen. No consequence for the patient.